Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately tortuous and moderately calcified vessel. An xxl balloon catheter was advanced for dilation. During inflation at 2 atmospheres, the balloon leak and would not go above 2 atmospheres and did not reach the required pressure. It was determined that the balloon ruptured. An alternate device was used to complete the procedure. There were no patient complications as a result of this event.